Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt)ablation procedure with a navistar rmt thermocool and the catheter was not flushing properly during the procedure. There were no error codes. They replaced the tubing without resolution. When the catheter was replaced, the issue resolved, and the procedure was continued. No adverse patient consequence was reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. The lot number has been provided and therefore, d 4. Lot has been updated. A manufacturing record evaluation was performed for the finished device 31035224m number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4),

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt)ablation procedure with a navistar rmt thermocool and the catheter was not flushing properly during the procedure. There were no error codes. They replaced the tubing without resolution. When the catheter was replaced, the issue resolved, and the procedure was continued. No adverse patient consequence was reported.